Manufacturer narrative:
We recently received the maude report from our distributor. At the moment we are investigating and no conclusions can be drawn. This is also a report to correct the MFR info in the initial maude report. The MFR is artimplant ab, not small bone innovations.